Event description:
It was reported that defective catheter was found during use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "the patient's vein is channeled, but the equipment cannot be attached with the catheter, leaking blood. It is tested with another catheter and it is not possible to perform the procedure, the patient is channeled for the third time and the procedure is accomplished."

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, based off the maintenance history the engineer was able to verify the reported defect. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective catheter was found during use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "the patient's vein is channeled, but the equipment cannot be attached with the catheter, leaking blood. It is tested with another catheter and it is not possible to perform the procedure, the patient is channeled for the third time and the procedure is accomplished."